Event description:
It was reported the pump was replaced due to battery depletion. The pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n165039010, implanted: (B)(6) 2009: product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009: product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006: product type catheter. (B)(4). Analysis of the pump revealed low battery reset- undetermined cause. A reset occurred and complex presc active was seen in the read safe state log. This pump suffered a low battery reset during decontamination. Typically, this would require destructive analysis and battery resistance testing to determine the root cause however return paper work stated that the pump could not be disassembled for analysis. A follow up call confirmed this to still be the wish of the customer. The pump was left intact.